Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced "aiming beam fires straight out of tip" at 36,785 joules. The procedure was completed with the use of a second fiber. Patient outcome: "ok" reported. No injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild detritus adhesion the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).